Event description:
Rec'd a notification from the hospital's oncology sector on (B)(6) 2012 regarding PICC product. According to the customer "the child was receiving chemotherapy daily when the PICC inserted had ruptured and a remaining part stayed in the pt's body. It was performed a catheterization to remove the remaining part. The pt could not receive the oncology treatment for 2 days. The catheter (remaining part) was removed but the hemodynamic's doctor discarded it. The other part of the catheter was sent for analysis. On (B)(4) 2012 we rec'd an email from (B)(4) requesting an investigation response for the same complaint described above because the customer also reported the complaint to (B)(4). The report that (B)(4) rec'd from the customer is described below: "PICC catheter inserted in the pt since (B)(6) 2011 for oncology treatment performed properly until (B)(6) 2012 when it ruptured and the remaining part of the catheter migrated to the pt's pulmonary artery (confirmed by x-rays and CT). The pt required hospitalization for the catheter removal by catheterization under sedation in another hospital. The chemotherapy protocol was not followed because the catheter inserted on right superior member ruptured. The fragment of the catheter was located in the pulmonary arteries.

Manufacturer narrative:
Results of investigation will be filed in a supplemental report.